Event description:
It was reported that during a da vinci-assisted umbilical hernia intraperitoneal onlay mesh repair (ipom) with cholecystectomy procedure, the surgeon was unable to move universal surgical manipulator (usm) 2. The instrument on usm 2, the fenestrated bipolar forceps (fbf), was gripping the gallbladder at the time of the event, and the customer used the instrument release key (irk) to remove the instrument. The customer undocked usm 2 and rebooted the system; after the reboot, the system worked as expected, and the procedure was completed with no further issues. About 200 ml of blood loss occurred from the area gripped by the fbf, and the bleeding was resolved via coagulation after the system was rebooted. No blood transfusions were administered, and there was no unexpected tissue removal. The technical support engineer (tse) reviewed the system logs and found nothing suspicious. The issue did not occur after a system fault. The fbf instrument was inspected prior to use, and no damage was observed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested universal surgical manipulator (usm) 2 with a training instrument, and they found that the system was working fine. The system was tested and verified as ready for use. The fse's service visit did not reveal any issues related to the customer reported event. .